Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the battery drawer was worn, preventing the drawer to be closed. The customer did not approve the price quotation for repair, so the device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.